Event description:
The suture was used during a hernia procedure. Reportedly at the end of the procedure when they were counting the needles, it was noticed that a needle tip was broken. A post operative x-ray was taken, the needle tip was located but the surgeon stated "it did not warrant opening up the pt again." This needle was used to correct a wall bleeder at the time.